Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon noticed a green film at the end of the scope that got on the patient's vocal cords. A culture was performed and it was negative. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). Please void MFR report# 3011137372-2016-00058 from your records. The device was received without a green film, and the complaint should be retracted and voided out per the request of the teleflex sales representative.

Event description:
Alleged event: the surgeon noticed a green film at the end of the scope that got on the patient's vocal cords. A culture was performed and it was negative. The patient's condition was reported as unknown.